Event description:
New information received notes the patient was asymptomatic but dependent on the device for normal function. It was observed that the right ventricular lead exhibited a rise in both pacing lead impedance and capture threshold. There was a concern for the function of the lead especially with the patient being dependent. The lead was capped (B)(6) 2020 and replaced as previously reported. The patient¿s condition was stable before, during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but was not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a low voltage lead impedance anomaly. The lead was capped (B)(6) 2020 and replaced.